Manufacturer narrative:
(B)(4). Reported event was confirmed with operatives notes provided. Revision operative notes for the right hip demonstrated that the patient was revised due to adverse tissue reaction. There was massive bony erosion noted on the radiographs. Massive altr with necrotic greater trochanter and entire proximal femur as well as remaining acetabular bone. Significant necrosis of the entire abductor mechanism. Femoral head removed without complication, no wear or corrosion noted on the trunnion. Well-fixed and well-aligned acetabular component and femoral stem. Review of the device history record identified no deviations or anomalies would contribute to reported event. Additional information does not affect the root cause. Root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent right hip revision approximately 9 years post implantation due to pain. During the revision procedure, significant altr, necrotic tissue, and bone and soft tissue erosion was noted. The femoral head was replaced with a dual mobility system without complication. No further event information available at the time of this report.